Manufacturer narrative:
Customer reported the use of the same finger for more that one fingerstick. After first fingerstick is performed blood begins to coagulate to repair finger. This coagulated blood can contaminate the sample. Customer added multiple drops to sample well on initial test, which can impact the sample migration resulting in inaccurate results. Add'l there was a delay in the sample application. This delay can allow clots to form prior to adding the sample to the strip which can impede normal flow. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr= 1.6, 2nd inr = 2.2, mean = 1.9, sd = 0.42, %cv = 22.33. The last in-house therapeutic donor testing performed on reported lot 305773 on (B)(4) 2013 yield the following results: donor (B)(4): inratio: 2.6, inratio: 2.9, inratio: 3.0, ref 2.36, bias thresh: 1.36 - 3.36, %cv 7.35. Donor (B)(4): 3.2, 2.8, 2.4, 2.97, 1.97 - 3.97, 0.42. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). This reaches the action threshold of >(B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant precision results. Results as follows:" date: (B)(6) 2013; inratio: 1.6, repeat 2.2. Time between testing was reported as 5 minutes. Pt's therapeutic range is 2.0 - 3.0.